Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to end therapy and advised to use new supplies or a manual exchange. The lot numbers of the supply bag and cassette are unknown. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for the report of a system error 2240 (air in set). The reported condition was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On page 3-8 of homechoice apd systems patient at-home guide (07-19-61-244) issued on october 2, 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error(s) in this complaint. This incident was resolved over the phone using the current label copy. The technical service representative (tsr) reviewed proper procedures per the user manual with the home patient. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Event description:
It was reported that during a lap gastric bypass, the device started to make a solid tone then it gave an error 5. Used another like device to complete the case with no patient consequence.